Manufacturer narrative:
Please reference medwatch 3004209178-2015-94630. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer called to troubleshoot for a button error alarm and began to set up with a different insulin pump as a back-up plan. The back-up insulin pump alarmed an error after putting the battery in. The blood glucose reading was unknown. Troubleshooting was declined. The customer states that they will call back is the issue persists. Nothing further reported.